Event description:
The pt has required multiple hospitalizations since 1999 secondary to chf & severe pulmonary hypertension. In 2002, the pt was admitted for prosthetic valve endocarditis treated with continuous antibiotics. The pt was again admitted in dec w/sob & increasing lower extremity edema. The pt had chf with class iii-b to IV heart failure & is a possible candidate for heart/lung transplant. In 4/2003, the pt experienced renal insufficieny, worsening chf, & hypokalemia. Related mdrs 2648612-200300051 and 2648612-200300076.